Manufacturer narrative:
Complaint confirmed. It was observed that approximately 11.46 mm of the ar-4020c-07 remained, with breakage noted at the second, distal-most thread of the biocomposite screw fragment. Due to the returned condition of the ar-4020c-07, dimensional analysis of the hex and screw threads could not be performed. This type of event is most likely the result of improper bone preparation, failure to insert the implant coaxial to the bone tunnel, prying or leveraging, or flexing the joint during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the screw broke at the proximal end (head of the screw) during an arthroscopic knee surgery. The broken part was retrieved from the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the device anyway. It was not necessary to switch the surgical technique or perform a second surgery.